Event description:
It was reported to boston scientific that a speedband superview super 7 was used for hemorrhoids during a ligature procedure on (B)(6) 2025. During the procedure the bands were adhered together and could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Device evaluation: with all the available information, boston scientific concludes that the most probable cause is cause not established. The speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that the handle returned without any damage in the handle and the suture wire returned with seven knots. The ligator housing was not returned for analysis. Based on the evidence, the reported event of bands failure to deploy was not confirmed with testing of the returned device. All compiled information on this investigation determines that the most probable cause is cause not established.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used for hemorrhoids during a ligature procedure on (B)(6) 2025. During the procedure the bands were adhered together and could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.